Event description:
It was reported that tip detachment occurred requiring additional intervention. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery (lad) to mid lad. A 1.50mm rotapro was selected for use. The lesion was ablated at 180,000 rpm. During the procedure, the tip of this device detached. Retrieval of the detached portion was attempted using a snare unsuccessfully. The fragment was removed by pulling the wire and the procedure was completed with another of the same device. The patient was stable after the procedure.